Event description:
It was reported that the patient presented for a left bundle area pacing (lbap) lead revision procedure after the lbap lead was found to exhibited loss of capture in both bipolar and unipolar configurations at maximum pulse width. An x-ray was performed, which confirmed that the lbap lead had become dislodged. The lbap lead was explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.